Manufacturer narrative:
Added information to section b5 and h6 (type of investigation) updated information to section h6 (health effect - impact code, investigation findings and investigation conclusions) h11. Additional narrative/data the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement. Device history record (DHR) files for the affected device were reviewed and the device was found to meet all manufacturing specifications prior to release for distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause is unable to be determined, however, patient and/or procedural factors likely caused or contributed to the reported event.

Event description:
Edwards received notification that this 82-year-old patient with a valve model 3300tfx21mm implanted in the aortic position was placed under consideration for re-intervention after an implant duration of six (6) years and eleven (11) months due to stenosis (ppg 58.2mmhg, mpg 35.1mmhg, eoa 1.0cm2, dpi 0.27). No significant aortic regurgitation. Ejection fraction was 65%. As reported, patient presented with shortness of breath. After an implant duration of seven (7) years and one (1) month a 20mm bioprosthetic valve was successfully implanted within the edwards surgical valve. Patient was discharged after the procedure.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 3300tfx21mm implanted in the aortic position was placed under consideration for re-intervention after an implant duration of six (6) years and eleven (11) months due to aortic stenosis (peak gradient of 58.2mmhg, mean gradient of 35.1mmhg, eoa 1.0cm2, dpi 0.27). No significant aortic regurgitation was reported. Ejection fraction was 65%. The patient was presenting with shortness of breath. The patient was not hospitalized due to this event and had not received any treatment yet.